Event description:
The pt's mother reported e8 (power interrupt) error was displayed on the infusion device and she was unable to clear it due to damaged infusion device button casing. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval. The complaint cannot be verified due to mishandling of the product. The soft-components of the housing are worn down heavily. Therefore, moisture entered the insulin pump and caused damages to the pump electronics. E8 were found in the history. The up button is always active. Due to an external mechanical influence, the snap dome of the up button is pressed through. This source led to an always activated up button and unclearable e8 error messages.